Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Customer's pump is displaying a fill estimate significantly lower than is expected. Reportedly, there is no impact to her blood glucose level.